Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that a hematoma developed when the patient was active. The hematoma was outlined, and the patient was instructed to ice it. The patient presented a week later, and it was noted that the hematoma had not moved past the outline drawn previously. The patient presented to the clinic on (B)(6) 2020 with the pocket open and bleeding. The pocket was cleaned and covered, and the patient was referred to the emergency room. The patient was not dependent, the physician elected to explant the whole system. The patient was in stable condition post procedure.